Event description:
It was reported that the tip of the instrument was worn during case. No pt complications were reported.

Manufacturer narrative:
(B)(4): visually confirmed tip broken. Approx 3 mm of tip has been broken off, consistent with interface during tightening. Fracture surface analysis revealed a fairly brittle fracture surface and circular material flow, consistent with torsional overload during tightening. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.